Event description:
It was reported that, earlier (first) revision in (B)(6) 2026 revised to another glenosphere (36 lateralised) and a new poly (other case). This (second) revision of reverse prosthesis was done as glenosphere came off from baseplate without trauma due to instability. Old generation baseplate. Surgeon pulled the whole glenoid side out and only left dwb967 & dwb986 in place. They converted to a hemi using dwb251 & dwd054. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. There is an another case (first revision linked to this case). The cross-referencing in h10 with MFR numbers will be possible once those are generated post initial submissions. Will include in supplemental reports.